Event description:
It is reported that the patient is experiencing knee pain.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised.

Manufacturer narrative:
Pt supplied zimmer with the item and lot number of the tibia only. The part and lot numbers for the mating components are unknown; therefore component compatibility could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. Operative notes for primary and revision surgeries were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Patient and activity information is unknown. Zimmer package insert states pain as a potential adverse effect of the surgical procedure. A definitive root cause cannot be determined with the information provided. This device is used for the treatment of the patient. Device history records for the tibial component were reviewed and found to be conforming to requirements at the time of manufacture.